Event description:
According to the reporter, the thread of the device broke at the start of a total hip replacement procedure. Opened just before, the absorbable suture was not hydrated prior to use and a continuous technique was done on with the device. An additional suture was used without issue. There was more than 1 defective device used and during closure of the subcuticular layer in hip replacement the seal of the little loop came loose. The device couldn't be anchored and used so they took a new device to complete the case. Patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. It was observed, under magnification, that the loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. As no sealed samples were returned, a laced-through loop test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.